Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description: device is failing tightness test, the test is stalling about halfway through then fails.